Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level ranged from (400-401) mg/dl. Customer primed the air out of the tubing to address the event.